Event description:
Additional information received that the right ventricular and right atrial leads were capped and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) and right ventricular (rv) leads. No intervention was performed. The patient was in stable condition. Related to manufacturer report number: 2017865-2020-18926.